Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6) , UDI: (B)(4) , batch: a000122824.

Event description:
It was reported that one of the patient's lead has migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.